Event description:
Erratic readings. She stated her blood glucose and received a reading of 24 mg/dl. She retested 2 mins later and received a reading of 179 mg/dl. The night before she had received back to back readings of 44 and 160 mg/dl. The customer did not allege any adverse events due to the readings. The customer does not have any of the strips left that gave the above readings, so no product will be returned for evaluation.